Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 1 of 6 on the home choice (hc). The registered nurse (rn) reported the supply line disconnected. The technical service representative (tsr) instructed the rn to end therapy and start over with new supplies. The rn stated she knew how to end therapy. No further contact was made with the rn, due diligence performed. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Additional information: the problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.